Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The manufacturing record was reviewed and found no irregularities. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the reported event might be the following: ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of the probe. We presume that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has been warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) received the following report from the user. During a laparoscopic right hemicolectomy, the subject device was used. After about 1 hour since the surgery began, the subject device could not be used due to the separated tissue pad of the top of the subject device. The intended procedure was completed with another device. There was no patient injury reported. Omsc found that the tissue pad of the subject device was severely worn and separated.